Event description:
The facility's nurse reported to baxter (B)(4) that a vented clearlink paclitaxel set leaked a chemotherapy agent on the nurse due to the tubing not being glued properly to the drip chamber. This occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review was performed on the reported lot with no deviations found.